Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) and a patient who was implanted with a neurostimulator for cervical/neck and spinal pain. It was reported that the patient had a problem with the trial system in (B)(6) 2015. The trial system ¿slipped¿ and ¿they had to shove another one in.¿ shortly after this the patient was rear ended in a car accident.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.